Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient was not able to get a permanent prosthetic solution to the implants as the provisionalization was constantly falling out. Patient spend a long period of time with no teeth before the implantation, after a successful implantation and during process for prosthetics patient complaints of pain in the jaw and discomfort in chewing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated:  b4: date of this report  b5: describe event or problem g3: date received by manufacturer  g6: type of report h1: type of reportable event  h2: follow up type  h10: additional narrative based on the available information provided, no serious injury or adverse event has been reported to this event. Also, the abutments did not loosen but the temporary cemented structure kept coming off, there is no allegation against our product. There is no indication that this device has caused or contributed to the event; as a result, this event has been reassessed as not reportable.

Event description:
Abutments used are zimmer, doctor is not able to provide product information. Clinician claims that the abutments did not fall out but the crowns de-cemented because they were fixed with temporary cement. Implants were placed simultaneously on the upper and lower jaw, during the engraftment process, there were no problem.